Event description:
Additional information was received indicating the patient was hospitalized and the lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance and r-wave amplitude variation were observed on the right ventricular lead. Diagnostic imaging was performed and no anomalies were observed on the lead. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.